Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient was sent to the emergency room due to bradycardia of 45 beats per minute. After evaluations, it was found that this issue was caused by right ventricular (rv) loss of capture (loc). Numerous pacemaker mediated tachycardia (pmt) episodes were recorded with evidence of loc and it was found that the automatic capture feature was in suspension mode. The sensitivity was set to a fixed measurement previously by a clinician. In addition, the rv pacing impedance measurements were found to be out-of-range of over 3000 ohms when measured with a programmer. X-rays were performed and no evidence of a fracture was observed. This rv lead was re-programmed to unipolar pace and unipolar sense, and the sensitivity was changed to avoid any myopotential oversensing. No pauses greater than 2 seconds were noticed. Eventually, this rv lead was explanted, replaced and it is not expected to be returned for analysis. A fracture was confirmed after this product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments, around 15.8 centimeters (cm) from the terminal end. Setscrew marks were in the correct location on the terminal pin. Visual inspection confirmed a fractured outer coil conductor, located around 29.5 cm from the terminal end which is consistent with clavicle first rib crush. The outer coil conductor resistance measured as an electrical open, which confirms a conductor damage. Laboratory analysis was able to confirm all the reported clinical observations based on the confirmation of the conductor fracture.

Event description:
It was reported that this patient was sent to the emergency room due to bradycardia of 45 beats per minute. After evaluations, it was found that this issue was caused by right ventricular (rv) loss of capture (loc). Numerous pacemaker mediated tachycardia (pmt) episodes were recorded with evidence of loc and it was found that the automatic capture feature was in suspension mode. The sensitivity was set to a fixed measurement previously by a clinician. In addition, the rv pacing impedance measurements were found to be out-of-range of over 3000 ohms when measured with a programmer. X-rays were performed and no evidence of a fracture was observed. This rv lead was re-programmed to unipolar pace and unipolar sense, and the sensitivity was changed to avoid any myopotential oversensing. No pauses greater than 2 seconds were noticed. Eventually, this rv lead was explanted, replaced and was returned for analysis. A fracture was confirmed after this product was explanted. No additional adverse patient effects were reported.